Event description:
A hospital in (B)(6) reported to a distributor that an rt200 adult dual-heated breathing circuit had a faulty heaterwire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory limb of the complaint rt200 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The heater wire pins were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor on the inspiratory limb was not achieved as the heater wire pins were bent. The inspiratory heater wire pins were out of specification. A lot check revealed no other complaints of this nature for lot number 120202. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. This suggests that the inspiratory heater wire pins were damaged post production. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported to a distributor that an rt200 adult dual-heated breathing circuit had a faulty heaterwire. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt200 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.